Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The faradrive sheath was used to get transseptal access. After mapping the left atrium with a non-boston scientific (bsc) catheter, the physician removed the non-bsc catheter and inserted a farawave catheter. During aspiration with farawave catheter positioned in the visible part of faradrive sheath, the physician continuously aspirated bubbles persistently. For troubleshooting, the physician attempted to advance the farawave catheter slightly and aspirate and also retract slightly and aspirate. However, continuous air bubbles were noted during aspiration. Thus, the faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. No fluid leak was noted. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The faradrive sheath was used to get transseptal access. After mapping the left atrium with a non-boston scientific (bsc) catheter, the physician removed the non-bsc catheter and inserted a farawave catheter. During aspiration with farawave catheter positioned in the visible part of faradrive sheath, the physician continuously aspirated bubbles persistently. For troubleshooting, the physician attempted to advance the farawave catheter slightly and aspirate and also retract slightly and aspirate. However, continuous air bubbles were noted during aspiration. Thus, the faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. No fluid leak was noted. The sheath has been received at boston scientifics post market laboratory for analysis.